Event description:
A us distributor returned monitor sn (B)(4) indicating that it was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the positive lead of high voltage capacitor c19 was pulled from the defibrillator board, causing the monitor to reset while charging the capacitor. The cause of the test failure was the detached capacitor. The root cause of the detached capacitor cannot be positively identified. No adverse event resulted form the defective monitor.